Manufacturer narrative:
On the event date (B)(6) 2021. Customer returned pump for an alleged issue with motor error alarm. Pump passed seat, rewind and basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No delivery alarm and no motor error alarm during testing. Pump history download using thds was successful. Unable to confirm reported event date and to verify no delivery alarm due to a47 alarms found on the history file which caused corrupted data. A47 alarms are due to the pump not having power for a long period of time. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. The test p-cap/reservoir does lock into place. Motor passed motor test. The following were noted during visual inspection: no cosmetic damage found. Pump passed all required testing. No unexpected no delivery alarm and motor error alarm during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a problem with no insulin dosing. Customer reported that they had motor error alarm and they were able to clear and able to complete the rewind. Customer stated the insulin exited and insulin pump alarmed no delivery. Customer reported that insulin does not exit with plunger push. Customer reports insulin exited but there was greater than normal resistance when attempting plunger push. Customer called back that none of the troubleshooting was working and now the insulin pump alarmed during the basal delivery also and these problems with delivery are more frequent. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.